Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak from the previously implanted captiva was confirmed. The cause could not be determined. The patient anatomy at implant was not provided, and earlier post-implant CT¿s were not returned for comparison. It is possible that disease progression and/or aneurysm morphology changes may have led to the dilated thoracic noted beginning just proximal to the implanted captivia. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft (vamf3228c150te) was implanted in a patient. It was reported that approximately 1 year 3 months post implant, the thoracic aorta had expanded over a longer distance proximal to the stent graft and there was a type ia endoleak. It was also reported the aortic arch was relatively sharp. The diameter at the lsa measured 30mm, and the diameter of the thoracic aneurysm was 47mm. A valiant navion stent graft system was implanted for the endovascular treatment of the type ia endoleak. The endoleak was confirmed as resolved. As per the physician, the cause of the type ia endoleak was thought to be due to disease progression. No additional clinical sequelae were reported and the patient is fine.